Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range, and that she believes her sensor was broken. The customer reported that she was bleeding at her sensor insertion site, and she was assisted with reinserting the sensor; it was confirmed that she did so correctly. The insulin pump was not returned for analysis and a replacement sensor was shipped to the customer.